Event description:
It was reported to boston scientific corporation that an ams elevate prolapse repair system and monarc subfascial hamock was used during a procedure on (B)(6) 2010. According to the complainant, on (B)(6) 2011 the patient underwent revision surgery to correct symptoms from the device that was placed (B)(6) 2010. An advantage transvaginal sling system was implanted post-implantation, the patient suffers from vaginal pressure and pain, vaginal bleeding, and/or dyspareunia. The patient continues to experience pervasive vaginal discomfort. (Specifics and date/s of onset unknown). All other information is unknown including the patient's current condition is unknown and reportedly unavailable.